Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 0-42 mg/dl was recorded by continuous glucose monitor (cgm) from 9:50:52 am to 10:05:52 am on (B)(6) 2019 cgm alert 1 (cgm low alert) enunciated. A 120% temporary rate for 15 min was observed on (B)(6) 2019. It is possible the user¿s personal profile settings need adjustment. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 41 mg/dl; cause was unknown. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.